Manufacturer narrative:
Investigation not yet complete. Upon completion, information will be provided in a supplemental report.

Event description:
The customer reported the suspicion of one to three false negative results on a direct tested swab with the ID now covid-19 assay. Unspecified confirmation testing provided positive results. Dates of testing, swab and sample type not provided. No patient information, including symptoms, treatment, and outcome, was not provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Correction: additional information from the customer states the patients test was performed between 25jan2021 through 27jan2021 and possibly earlier. This MFR. Report addresses all patients involved since identifying demographics were not provided. The nasal swab were used to swab both nostrils. The customer reported repeat testing was performed with some samples on a different ID now covid-19 instrument and generated negative results. Confirmation testing on nasal swabs with state of south carolina nasal pcr generated negative results; CT values not provided. The customer stated some patients exhibited mild symptoms. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1019846 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number number 190-000/ lot 1019846, test base part number 190-430/ lot 1019846. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1019846 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.

Manufacturer narrative:
Additional information: d3, g1. Additional information/corrected data: h10: after further review of the case, it was determined the aware date for the information reported under the initial MDR is 02feb2021 and not 09feb2021 as reported.